Manufacturer narrative:
The pump was returned and an investigation was completed. The data logs identified positioning issues occurring during the case, however, simulated use testing for hemolysis was performed and the failure was unable to be reproduced. A review of the DHR was conducted and found no manufacturing issues, reworks, or complaints associated with this failure mode from this pump lot. As such, we are unable to determine a root cause for the reported failure.

Manufacturer narrative:
The impella cp optical has been received and an investigation is underway. Upon completion of the investigation, a supplemental MDR will be submitted. Please note, this MDR was initially submitted on 02/02/2020 with all 3 acknowledgements received. When attempting to submit a supplemental MDR on 04/09/2020, acknowledgement 3 failed due to "section: report identifier error message:error: initial report / prior supplement has not been received. The initial report is missing. " we reached out to the esg helpdesk and was advised the original submission should have failed due to selecting "both hispanic and not hispanic options for ethnicity." This has been revised and we are submitting this initial MDR to you, as it was originally submitted. Follow-up MDR to follow today.

Event description:
The complainant reported a (B)(6) year old hispanic female patient presenting with a proximal left anterior descending lesion. Percutaneous coronary intervention (pci), in the form of a drug eluding stent placement, was performed. After pci, a decision was made to insert an impella cp optical device for ventricle unloading purposes. During support, despite optimal positioning and adequate volume, the patient exhibited signs of hemolysis. As treatment the device was prematurely removed, blood products were delivered, and dialysis was administered.